Manufacturer narrative:
Date of birth, age and weight were not provided for reporting. Additional lot# l655095, refers to the unsterile part. Device was not implanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the following implant was used in the etn surgery for tibial diaphysis fracture. During the surgery, the locking screw inserted to the proximal hole got easily bent when compression was applied to the nail after three distal holes were fixed with the screws. The surgery was completed with a 5-minute delay, and there was no adverse consequence to the patient. Concomitant device reported: plate (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 5.0mm ti locking screw w/t25 stardrive. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). A device history record review was performed for the subject device: please note, this DHR review is for sterilization procedure only: part no.: 04.005.534s lot no.: l666140 manufacturing location: selzach supplier: frueh ag release to warehouse date: 24.nov.2017 expiry date: 01.nov.2027 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.005.543 / l655095 was manufactured in mezzovico release to warehouse date: 09.nov.2017 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: an investigation was performed for the subject device: the investigation of the complained screw has shown that the threaded shaft, approx. In the middle, is bent as complained. Additionally, the stardrive recess is heavily damaged. The threads at the bended area are flattened and the anodized layer disappeared. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The device history record was researched and no abnormal findings were identified. Lot l666140 was manufactured in november 2017, 40 parts according to our specifications. All devices were sold meanwhile and we are not aware of any quality issues associated with this article- and lot number. The used material was titanium alloy (tial6nb7) as required. The relevant dimensions in the DHR are well documented and within the valid specifications. Therefore, a manufacturing issue can be excluded. We are not able to determine the exact cause of this occurrence. Due to the visible damages, we only can assume that the screw was exposed to intense mechanical forces, well beyond its calculated design. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: nail (part# unknown, lot# unknown, quantity unknown).